Event description:
Reportedly, the rrt is reached 18 months after the device implantation following a high decrease of the battery voltage

Manufacturer narrative:
According to the analysis, the event date (b3) was modified to 6 may 2023 analysis of the available patient files dated of 15 august 2023 revealed : - an abnormal battery depletion - no overconsumption the expertise of the returned ICD didn¿t reveal internal overconsumption. The root cause could not be determined with certainty. The most likely hypothesis would be a battery failure. Further investigations are ongoing at the battery manufacturer level. Please find attached the preliminary analysis

Manufacturer narrative:
Analysis of the available patient files dated of 15 august 2023 revealed : an abnormal battery depletion no overconsumption the expertise of the returned ICD didn't reveal internal overconsumption. The battery analysis confirmed that the root cause of the fast battery depletion is a battery failure (due to cluster). Please find attached the analysis report.

Event description:
Reportedly, the rrt is reached 18 months after the device implantation following a high decrease of the battery voltage.

Event description:
Reportedly, the rrt is reached 18 months after the device implantation following a high decrease of the battery voltage.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.